Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va0vapj product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-may-2019, UDI#: (B)(4)medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had "worn" their previous "device out." Patient services asked the patient if by "worn out" the patient meant that the battery had normally depleted and the patient further clarified that they suffered a couple falls in high school, that it would have happened around the 2018-2019 time-frame, where they slipped on some ice and fell down concrete stairs and landed right on their butt. The patient stated they did an x-ray at their next follow up appointment after the fall and their healthcare provider (hcp) saw that the case (of the ins) had cracked. The patient stated there was no leakage from the battery and the ins was still functional so they just continued to monitor it and the patient continued to utilize the therapy. The patient stated when they went in to do the replacement, they saw that the lead had also been damaged so they just replaced the entire system at that point. Documented reported event. No further action was taken by patient services.